Event description:
Consumer used the w-20 wrist model blood pressure monitor. Consumer claims the product failed to deflate thus causing damage and swelling of the arm. The arm developed blood clots inside the arm, which caused a tumor which eventually caused the arm to be removed by surgery.